Event description:
Initial reporter indicated to our consultant that they had a vns patient who had high lead impedance and would be scheduled for full revision surgery of their vns. The patient had full revision surgery and good faith attempts thus far for additional details about the event and product for analysis have been unsuccessful.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.